Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had physical damage. It was reported that troubleshooting for bumped/dropped/cosmetic damage was performed and the customer's blood glucose was 4.2mmol/l at the time of the incident. It was reported that the ring on the reservoir compartment was detached and that the reservoir kept falling out. The insulin pump was returned for analysis.

Manufacturer narrative:
Unable to perform the displacement test due to a missing retainer. The device had minor scratches on the lcd window.